Manufacturer narrative:
Investigation pending.

Event description:
Caller reported a false positive troponin (tni) result using the triage profiler sob 25 test kit. Patient went to the doctor with a cold and complaining of shortness of breath. Cut-offs: ckmb >3.7, myo >114 and tni >0.05.